Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: medwatch report # mw5116329.

Event description:
It was reported that during removal of the 014 whisper ms 3cm hj 190 guidewire, it appeared that the wire had become sheared, although was removed completely intact with no in vivo retained wire. The entire wire was retrieved. There was no reported resistance during removal. User facility medwatch received states: "interventional cardiologist was completing a complete diagnostic electrophysiology study with coronary sinus cannulation, transseptal catheterization, ultrasound-guided venous access, and 3-dimensional electroanatomic mapping, and ablation for ventricular tachycardia. During procedure a whisper wire was used. When retrieving the whisper wire, it did appear that the wire had become somewhat sheared, although the wire did appear to be completely intact with no in vivo retained wire. The entire wire itself was retrieved."